Event description:
Customer reported being unable to test due to the adc blood glucose meter not powering on with button press or test strip insertion. On (B)(6) 2019 customer experienced "sweating, confusion, shaking and was thirsty" and called the ambulance. Customer further reported that he was barely conscious when the ambulance arrived and obtained a reading of 50 mg/dl on the paramedics meter. Customer was treated with a piece of candy and a reading of 89 mg/dl was obtained after 15 minutes. No further treatment was required. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter has not been returned for further investigation. The useful life of the freestyle lite meters is 5 years. As the manufacturing year of this product is 2013, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to the adc blood glucose meter not powering on with button press or test strip insertion. On (B)(6) 2019, customer experienced "sweating, confusion, shaking and was thirsty" and called the ambulance. Customer further reported that he was barely conscious when the ambulance arrived and obtained a reading of 50 mg/dl on the paramedics meter. Customer was treated with a piece of candy and a reading of 89 mg/dl was obtained after 15 minutes. No further treatment was required. Based on the information provided, there was no report of death or permanent impairment associated with this event.